Event description:
It was reported that the right ventricular (rv) lead alerted for measured undefined impedance. Isometrics showed noise on the elect program with noise reversion pacing. Additionally, the patient complained of pocket stimulation. The lead was reprogrammed in an attempt to reduce the stimulation, without success. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).